Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1b endoleak from the left common iliac artery and sac growth of 10.1 mm. The sac growth is related to the type 1b endoleak. The type 1b endoleak is user related due to the patients off label anatomy. The luminal diameter of the left common iliac artery was 8.4 mm (should be 10-23mm per IFU). Also the thick calcifications (cautionary product use condition) likely contributing to this event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, a possible type 1b endoleak with sac growth was identified on an angiogram. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft, a suprarenal stent graft extension and an ovation ix extender to resolve the reported event. The intervention was successful and the patient was reported as doing well post intervention.